Manufacturer narrative:
A company svc rep examined the sys and noted the excessive noise was caused by the button that was stuck on remote control. The footswitch cable was also noticed to be worn. A new remote control was ordered and the footswitch cable was replaced. The sys was then tested and met all product specifications. The replaced remote control has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A biomedical engineer reported they experienced an unresponsive touch screen, unresponsive remote control, excessive noise, and no cautery function during a case. One of the remote control buttons was stuck in a depressed fashion. A remote control was brought in from a second sys and there was still no change. The nurses then disconnected and reconnected the footswitch and the sys was rebooted. The case was completed using the same system. However, an alternate unit was used to perform the cautery portion of the procedure. The engineer indicated the vitrector was working fine and thinks the pt had sustained a pc tear. Additional info was requested. The risk management representative at the facility responded reporting they were unwilling to provide any additional info at this point and that the pt was discharged with no injury.